Event description:
The customer stated that her meter was reading erratically. She tested her blood glucose and received a reading of 50 mg/dl. She retested and received a reading of 189 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.